Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained rv oversensing. The patient was asymptomatic. Programming changes were recommended. The patient will be followed closely and was doing fine.